Event description:
Part nvarm - siebel/salesforce show customer reported camera arm droops to actually hit baby. Completed questionnaire from customer reported no serious injury, the nicview camera was repositioned before it touched the infant.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Related to capa005355 - preventive action: install bracket, pn 036431, on the arm using screws instead of adhesive at the manufacturer, gcx. Ecr#20634 was released to address this. UDI number: not applicable. Faillure confirmed: yes. Investigation result code: neuro sbu/physical damage. Closure rationale:complaint verified, CAPA iniated or already open. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). (B)(6) 2022 siebel/salesforce show customer returned questionnaire. Customer reported: no serious injury, the nicview camera was repositioned before it touched the infant. Nicview camera arm is positioned over the infant with slight s curve to fight gravity, but it still consistently droops to almost hitting the baby. This has happened to multiple babies who are in open beds. No procedure was being performed. Date of event: n/a. This happens on a daily basis with multiple babies in open beds and injury or contact with the camera is prevented by rns diligence to keep repositioning device. Name of the device: nicview camera/arm. Device serial/lot number: n/a. No other natus product in use when event took place. Was device over the patient when this incident occurred? Yes, because that is where you have to place the camera so family can see the patient. 14 oct 2022 page 5 of nicview instruction for use notes, " never mount directly over a baby in an open bed space." CAPA trending review: reference CAPA (B)(4). Per (B)(4), hazard i.d. 6.7, severity 11-critical, risk level-moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Further investigation to be carried out.

Event description:
Part nvarm - siebel/salesforce show customer reported camera arm droops to actually hit baby. Completed questionnaire from customer reported no serious injury, the nicview camera was repositioned before it touched the infant.